Event description:
Caller reported a malfunction on the pump, identified as malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. The customer did not have charging supplies available to continue with the pump reset and was advised to call back for further assistance. No additional information was received regarding the outcome of the event. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump.